Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified a clearly evident fracture that has separated a portion of the implant from the returned portion. The lower portion of the implant is reported to still be left in the patient. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) and biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) information identified: applicable information can be found in the "warnings", "precautions", and "breakage" sections. DHR review was completed for the subject lot number (2011120501). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2011120501) for similar events and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or device (fos313) therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: device evaluated by manufacturer: change 'no' to 'yes'.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. First name unknown / not provided.

Event description:
It was reported that the implant was fractured. Tooth location 13.